Event description:
The dome was covered with gastric mucosa and bleeding was found 10 days after placement. Proper size and maintenance, no skin trouble. The device was removed by an endoscope and only dome with the tube (about 1.5cm) was returned.

Event description:
The dome was covered with gastric mucosa and bleeding was found ten days after placement. Proper size and maintenance, no skin trouble. The device was removed by an endoscope and only dome with the tube (about 1.5cm) was returned.